Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an accident on (B)(6) 2013 and suffered from a pubic symphysis fracture, which was treated by means of a synthes plate on (B)(6) 2013. Upon control x-ray on (B)(6) 2014 it was noticed that one screw was broken. On (B)(6) 2014 a second x-ray was taken and again two more screws were found broken. The plate remains implanted. This report is for three unknown screw. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis patient weight: reported as (B)(6)kg. This report is for three unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.